Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer delivered a correction bolus; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. Customer reported bg levels had decreased to 296 (mg/dl) shortly after the event was reported.